Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a sales representative reported via phone that qty. 2 of an ar-1926pssp 3.5 mm self-punching pushlock anchor had an issue during a rotator cuff repair procedure on (B)(6) 2025. The first anchor was implanted in the normal fashion, but the eyelet broke off during insertion. The eyelet, anchor, and sutures were removed from the patient. The second anchor was implanted into the same hole, and again, the eyelet broke off during insertion. That eyelet, anchor, and sutures also were removed from the patient, there was no harm. A new pilot hole was pre-punched, and an ar-2324bcc suture anchor, biocomposite swivelock, with an unknown lot number, was implanted instead. The procedure was completed successfully. The complaint devices were discarded, and no pictures were taken. There was no case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.